Manufacturer narrative:
According to the customer, during a procedure on (B)(6) 2025 the tip of the yankauer "broke into 2 pieces into the patient" while the doctor was suctioning. The customer reported after the incident occurred "stopped the procedure, irrigated, suctioned and took xrays", and "the patient was under anesthesia longer". The customer reported there was no impact to the patient and the procedure was able to be completed. The customer reported there was no serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, during a procedure on (B)(6) 2025 the tip of the yankauer "broke into 2 pieces into the patient" while the doctor was suctioning.